Event description:
It was reported that post-op to a laparoscopic cholecystectomy, the pt was returned to the or due to internal bleeding. Upon investigation, it was found that the ligating clip had fallen off inside the pt.